Event description:
New information received notes that far p wave oversensing was observed on the device. Programming changes were recommended. Patient was stable before, during and after the event. Device remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic showing non-sustained rv oversensing on the ventricular channel due to crosstalk. Programming changes were made. Device remains implanted.